Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized on unknown date. Customer¿s blood glucose level was 524 mg/dl. Customer get it to rewind, they cannot get it to rewind. Customer pressed act, he did not see anything on the pump screen. The customer gave his wife a manual bolus of 7 units of insulin. Customer declined with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.